Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that an rd900 neopuff infant resuscitator was not reaching the correct pressure conclusion: after clarification of the reported fault between the f&p united states regional office and the customer, the customer confirmed that they interpreted the technical manual incorrectly and that the unit infact passed the test and there was no fault found with the device.

Event description:
A healthcare facility in hawaii reported that an rd900 neopuff infant resuscitator was not reaching the correct pressure. There was no reported patient involvement.